Event description:
Implant loss - primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, mobility. Patient called while on vacation in (B)(6) and send photo of implant out.